Manufacturer narrative:
(B)(6).

Event description:
Broken tip. It was reported that the chondral pick was broken during a procedure. Follow up received from account: the broken tip was not retrieved. There was no delay to the procedure. Procedure was completed successfully with another back-up device.

Manufacturer narrative:
No update on patient condition has been received. Evaluation narrative - one 40 degree large diameter chondral pick and (1) endoscopic universal handle were returned for evaluation. Visual assessment of the pick confirmed the reported breakage. The distal tip has broken off and was not returned for examination. The pick is lodged within the handle and cannot be removed using the release plunger. The pick was removed with the aid of a vice. Upon removal of the pick the proximal end that interfaces with the handle was observed to be damaged. The material condition of the pick was inspected and found to meet print specification rc 40-48 (actual rc 47). The handle is well worn and missing two of its three setscrews that hold the front cap in alignment on the handle. The proximal end of the handle is heavily damaged including the end plug which has been forced into the handle. The handle shows evidence of excessive forces being applied during use as well as needing maintenance. This condition likely led to the breakage of the pick. Per the device IFU under precautions ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. No root cause related to the manufacture of the devices can be established. No further investigation is warranted at this time. (B)(4).